Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery was non-functional in a monitor and charger. Upon evaluation, the battery cells were mis-matched at 0.000v, 4.192v, and 4.186v. The cause of the non-functional battery pack is the defective battery cells. The root cause of the defective cells cannot be positively identified. No adverse event resulted from the defective battery pack cells.

Event description:
A us distributor contacted zoll indicating that one of the battery packs could not hold a charge.